Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, 90% stenosed lesion in the distal right coronary artery (drca). A 2.00x15mm mini trek balloon dilatation catheter (bdc) was prepared per the instructions for use (IFU) and advanced to the target lesion with resistance met from the anatomy. The balloon was inflated once to 8 atmospheres (atm) when the balloon ruptured. The bdc was removed without issue, and a new trek bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.